Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent the concurrent procedure of a partial hysterectomy on (B)(6) 2007 during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other outcomes attributed to the device. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported the patient underwent mesh revision on (B)(6) 2011 due to mesh exposure. No additional information provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, frequency, dysuria, chronic vaginitis, and incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that the patient underwent mesh removal on (B)(6) 2014 due to erosion and vaginal pain.